Event description:
It was reported that right atrial lead exhibited noise, low impedance and an insulation break. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.